Event description:
One of the poles on the catheter would not register a proper signal and there was also a clicking sound in the handle. We changed out the cables and did some troubleshooting before opening another catheter, which performed as needed/expected. No harm to the patient. Rep of company will credit for this catheter which was sent back.